Event description:
Pt with diagnosis of pneumocystis carnii and hiv had right subclavian IV line cannulated with triple lumen catheter. Pt become tachycardiac with decreased o2 sets. Chest x-ray confirmed good line placement and 20% pneumothorax on the right. Chest the placed without difficulty. Chest x-ray confirmed lung fully expanded. Twenty days, later pt died from terminated hiv and multi-system organ fx.